Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that they do not hear alarms from the central unit when staff are in the rooms. Per a philips remote service engineer, the system meets the specification for the performed service and is returned to use; a proposal was provided to the customer to ¿add an additional hp¿. The device was in clinical use at the time the issue was discovered; no adverse event or harm was reported.

Manufacturer narrative:
A good faith effort (gfe) was performed to clarify the allegation, and it was provided that the customer was simply asking for more volume for his picix installation. The remote service engineer (rse) spoke to the customer and proposed that the customer add an additional hp computer. An offer was made to the customer for a 2nd speaker to deport it in the corridor. Based on the information available and the testing conducted, there was no malfunction of the device, and the device was functioning as expected. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.